Event description:
Reported event of "poor weight loss" from journal article: "laparoscopic sleeve gastrectomy after gastric banding removal: a feasibility study". Surgical innovation vol. 16, no. 1 march 2009 68-72 sage publications.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling: "some types of esophageal dysmotility may result in inadequate weight loss or in esophageal dilatation when the band is inflated and required removal of the band."